Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. Initial resistance was encountered by the physician during introduction of the aortic body delivery system into the patient. Following successful advancement, the aortic body graft was deployed and polymer fill was initiated. During polymer fill, the sealing rings filled with polymer and it was observed that the polymer syringe continued to empty. The patient then experienced hypotension, which stabilized after approximately 10 minutes following treatment like a radiocontrast agent allergy in accordance with the device IFU. The sealing rings were ballooned and the aneurysm was successfully excluded. The cause for the leak of fill polymer into the vasculature could not be determined based on a review of the intraoperative imaging and the delivery catheter was not available for review by trivascular to evaluate the potential for damage induced during device introduction into the patient. As of the date of this report, the patient is reported as doing well and there have been no additional adverse patient sequelae reported.

Manufacturer narrative:
Device remains implanted.